Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with an insulin expired alarm prompting a supply change and review of the menu to confirm the last infusion set insertion; troubleshooting and education were provided, and glucose meter confirmed a low blood glucose value that was trending upward after oral carbohydrate intake. Symptoms included low blood glucose. Outcomes included recovery without need for medical intervention or hospitalization. Investigation included user interview, device use review, and troubleshooting guidance. Investigation of this case revealed no device malfunction was identified and user followed the low blood glucose action plan with effective response to oral glucose. It was concluded that hypoglycemia occurred with cause unclear, and the event resolved with standard home treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.